Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.